Event description:
In 2009, false negative urine hcg result.

Manufacturer narrative:
Testing: lot number: hcg8090141, expiration date: 08/2010. Control lot: 20miu/ml hcg urine, lot: hcg080821-02, 100miu/ml hcg urine, lot: hcg081008-01, 240.0iu/ml hcg urine, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml and 240.0iu/ml urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So, this complaint is not confirmed. Further investigation will be performed if the urine specimens is returned as was indicated during complaint intake. Nothing abnormal found in batch review, and the product number, product description and lot number was verified.